Event description:
Patient reported "I know of several people who have had implants from the same series and who suffer from the same problems". This record is for the left side. Healthcare professional later reported left side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.